Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total knee replacement on (B)(6) 2017 where an attune ps rp was implanted. Patient initially did well but over the past few years the patients range of motion has become increasingly worse. Patients current rom is 10 degrees to around 40 degrees flexion. A decision was made to open the knee and remove the scar tissue and esteophytes (diagnosis is arthrofibrosis). On opening the knee, all implants were found to be well fixed. The knee was debulked. The ps rp bearing was removed and esteophytes etc removed. New bearing was inserted.